Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: the device related to the reported events deflation was received on october 28, 2024, with lot number 3408381. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: not observed. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left-side "deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.